Manufacturer narrative:
On 07-aug-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-sep-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced breast pain and developed hematoma. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 275cc gel breast prosthesis felt severe pain in her breast. In addition, the patient developed a hematoma in her breast. As a result, the patient underwent explantation on (B)(6) 2020.